Event description:
This is the eighth of eight reports (same distributor, same product problem, different product ids) during incoming inspection of goods by the distributor, metal powder was generated when measuring pressure on the mayfield modified skull clamp. There was no patient involvement. Linked to mfg reports: 3004608878-2016-00307, 3004608878-2016-00306, 3004608878-2016-00308, 3004608878-2016-00310, 3004608878-2016-00309, 3004608878-2016-00311, 3004608878-2016-00312.

Manufacturer narrative:
This investigation was completed on 12/15/16. Device history record reviewed for this product ID under lot code/work order 157/1462575 manufactured on 08/05/16 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history is on file. During the pressure test portion of the inspection, metal shavings were observed in the threads of the torque screws. In summary, engineering and quality were able to verify the customer complaint. Also, it is noted that the helicoil migrates out of the ratchet after subjecting the skull clamp under load for a certain number of cycles (number varies in skull clamps). Thus, a corrective action has been opened to investigate this failure as the metal powder formation is precursor to the helicoil moving inside the ratchet arm. The skull clamp¿s ratchet extension has a detailed assembly instruction that outlines the process of installing the helicoil. The last step in the work instructions requires the operator to use a ¾-16 thread gage to verify fit. All products in question were subjected to these quality controls during manufacture.